Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Upon priming the infusion set tubing with 25 units of insulin, the customer did not observe insulin exit from the end of the tubing. During troubleshooting with tandem technical support, the customer loaded a new cartridge and primed the tubing with 30 units of insulin, but did not observe insulin exiting. A new cartridge was loading successfully and customer observed drops and resumed insulin delivery. Blood glucose level was 91 mg/dl.